Event description:
No additional information received.

Manufacturer narrative:
H3: analysis of the pipeline flex w/ shield (lot no. B043093) found that the braid was already deployed. The entire braid length was found damaged, and the two ends were also found frayed. The middle braid section was found not fully opened. No damages were found with the pusher core wire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. No damages were found with distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. The distal delivery wire was found bent between the resheathing pad and the dps sleeves. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The tip coil was found stretched and damaged. No other anomalies were observed. Based on the returned device, the customer report of ¿failure/incomplete to open at middle section (hourglass shape)¿ was confirmed. Possible causes of failure include patient vessel tortuosity, damaged braid, braid improperly sized to anatomy, braid overstretched during delivery, user deploys braid in vessel bend, presence of other indwelling endovascular stents, inappropriate anatomy or damaged during return shipping. Customer reported device were prepared per IFU, stent was not positioned in a bend and vessel tortuosity as minimal. The distal delivery wire was found bent and the tip coil was found stretched/damaged. It is possible the damage occurred due to advancing against resistance or damaged during return shipping to medtronic, as the device was returned without its protective dispenser coil or introducer sheath. There was no non-conformance to specification that may have contributed to the failure to open issue. H6: method code updated to b19. Result code updated to c070601. Conclusion code updated to d15. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5. Updated with additional information received. Device failure code updated per additional information received. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the catheter used in the event was not a medtronic device. There was difficulty with delivery and positioning of the pipeline device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline was located in the internal carotid artery (ica) and then started to unsheath. After 50% of the device was opened, the middle part of the device twisted. The physician resheathed the device, and removed it from the patient with the microcatheter. It was noted the stent was not positioned in a bend, and no additional steps or other devices were used in an attempt to open the pipeline. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. Post procedure angiographic results showed another pipeline was implanted successfully without difficulties. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the internal carotid artery (ica) with a max diameter of 3.2 mm and a 2.6 mm neck diameter. It was noted the patient's vessel tortuosity was minimal. Dual antiplatelet therapy (dapt) was administered: 325 mg aspirin 2 days prior and 75 mg clopidogrel 7 days prior.